Event description:
I had pain in my left eye and was highly sensitive to light. I went to the hosp, was told that I had keratitis, and was sent home with drops with instructions to come back the following day. Overnight, I lost all vision in that eye -hand-motion-. The next day, I went back to the hosp and was told I had a corneal ulcer. The hosp did not have an ophthalmologist, so I was directly sent to another hosp 2 hours away. There, they changed my medication and told me that it was likely from the bacteria pseudomonas -but no tests were done-. I followed up for the next month with a local ophthalmologist, taking steroid and antibiotic drops. While I don't need a transplant and my vision has mostly been restored, I still have a scar over my pupil and my vision cannot be corrected to 20/20. I was a contact lens user, wearing soft lenses overnight for multiple days at a time. After hearing of the recent renu news -I used renu-, I've noticed some striking similarities between my experience; however, tests were not conducted to determine what caused the ulcer.